Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported primary total right knee replacement on (B)(6), 2021. Patient reported pain, swelling and difficulty walking. Patient stated a triathlon cutting guide was used and would like to know if part of a recall.